Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. After all devices were implanted, imaging revealed contrast dye below the left renal artery. On an unknown date in 2021, follow up CT imaging revealed a localized dissection. The physician decided to monitor the dissection. Reportedly, it is possible that the dissection might have occurred during touch up ballooning.